Event description:
Customer alleged blood glucose results of 22 mg/dl and 356 mg/dl when testing was performed back to back on the compact plus system. Customer reported feeling symptoms of low blood sugar and self-treated with ice cream and cookies. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.